Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call having multiple bent cannulas. The customer¿s blood glucose level was ranging from 300s-600mg/dl at the time of incident and treated with manual injection and changing there infusion sets. The customer was assisted with trouble shooting and advised ways to insert infusion set to prevent bent cannulas. The infusion sets are being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor alarm noted during testing. (B)(4).